Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01099.

Event description:
Patient allegedly received an implant via the right common femoral vein due to being diagnosed with deep vein thrombosis (dvt) and pulmonary embolism (pe). Allegations include: residual thrombus, occlusive thrombus. It is alleged a retrieval attempt was made (B)(6) 2016 due to occluded filter; however, no further details were provided. Per certificate of death, dated (B)(6) 2016, "immediate cause of death: atherosclerotic cardiovascular disease". Per the (B)(6) 2016 ivc filter placement: "the filter was then deployed into the inferior vena cava at the level of l2 just below the renal veins".

Event description:
It is alleged that patient received a cook celect filter on (B)(6) 2016. It is alleged the patient was injured without further explanation.